Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast prostheses implantation with unknown mentor gel implants for an unknown indication on (B)(6) 2006 and reported that she had pain and burning sensation in her breast (side not specified). The patient had an ultrasound that returned normal and the pain is still ongoing. The patient reports that she has since been diagnosed with hashimoto's hypothyroidism, lupus, and rheumatoid arthritis. The patient reports that she is severely fatigued, sore, exhausted, weak, and is barely able to get out of bed to take care of herself. No device issue, such as rupture, was reported. The root cause of the patient's symptoms are unclear. See 1645337-2019-09205 for contralateral prosthesis report.